Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an upgrade procedure a minor dissection was seen when after gaining access to the coronary sinus. The contrast retention disappeared after a few minutes and was no longer seen. No intervention was required. After the left ventricular (lv) lead was placed there was a rise in lv threshold. An x-ray was later performed and dislodgement was observed. The lead remained in the target vein. The physician will re-evaluate the patient in the future and determine if additional intervention would be required at that time. The patient has been discharged to home. This product remains in-service.